Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the customer received a higher capillary reading of 400 mg/dl when compared to a venous lab test of 90 mg/dl. There are no reported times, methods and techniques associated with the event. When the values were plotted onto a clarke error grid, the results fell into the "c" zone which is considered to be clinically significant. There was no report of any medical intervention, death, or serious injury.